Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the hospital stay, the patient experienced redness and fluid outflow at the stoma site, and increasing crp levels. A culture of the infected site was collected, results remain pending. The patient was treated with augmentin 875/125 mg oral antibiotic for seven days and topical bactroban ointment applied prophylactically to stoma site. On (B)(6) 2020, the stoma site was in good condition and the patient was discharged from the hospital.